Event description:
A malfunction on the pump was reported by the caller, with no significant events occurring before the issue. There was no adverse impact on the customer's blood glucose level. However, the caller did not have charging supplies available, which delayed immediate resolution. The customer intended to contact technical support again after acquiring the necessary supplies to complete the pump reset, after which troubleshooting would resume.